Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support, the customer did not have a backup method for insulin delivery. Customer could not be reached for follow up attempts. Customer¿s blood glucose level was 190 mg/dl.